Manufacturer narrative:
The male connector was replaced in addition to the vacuum pump to resolve the odor/smells issue. The investigation included a review of the device history record (DHR), complaint trending of the odor/smells issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Complaint trending of the odor/smells issue was reviewed from (B)(6) 2017 to (B)(6) 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump and male connector were not returned for further evaluation. The assignable cause of the odor/smells is the vacuum pump and male connector. The field service engineer replaced these parts and confirmed the sterradnx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported a smell emitting from the sterrad nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.